Event description:
It was reported to boston scientific corporation that a pt underwent an obtryx mesh sling procedure in 2007. During procedure, the physician inadvertently button holed the pt's vagina when attempting to pass the trocar towards the incision. It was noted that an abnormal loss of blood occurred (approx 1000cc) due to this event. It is unk at this time if there was any intervention as a result of the blood loss. Post procedure three days later, the pt was presented with hip pain and numbness in her left foot. The physician performed an MRI, which did not reveal anything. The physician indicated that he was unsure of what caused the numbness. The pt was sent to see a neurologist. No further info forthcoming.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. The june 2007 15-month mid urethral sling complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted, and no data point exceeded the complaint alert limit. A ship history record review is in progress.